Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had unexplained high blood glucose for one day, and was hospitalized due to high blood glucose and dka. Customer blood glucose reading at the time of hospitalization was 459 mg/dl. Caller reported that the customer had nausea, vomiting and was thirsty prior to hospitalization. Check the insulin pump's programming and programming appears to be correct. Nothing further was reported.